Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the scs ipg was explanted and replaced. Stimulation was restored with the surgical intervention. It was also reported as the ipg was implanted on (B)(6) 2005 and the last reported date of stimulation was (B)(6) 2015, indicating approximately 124 months of therapy indicates confirmed normal battery depletion since the length of provided therapy exceeds 27 months (per work instruction).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving stimulation and the scs ipg is inoperable as communication between the scs ipg and external devices can no longer be established (sjm representative confirmed the issue). Surgical intervention will be taken at a later date to address the issue. Device information and concomitant medical products/therapy dates are unknown at this time.